Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was replaced and the software was installed. The nodes were reflashed and the calibration files were loaded. The system was tested and operates as intended.

Event description:
The customer reported the 2800 system was booting up very slowly. No patient injury was reported.